Manufacturer narrative:
There were no samples received with this complaint therefore an examination of the reported condition could not be made. The device history record (DHR) review was completed for lot# 16d012062 and the results are that there were no manufacturing related issues related to the complaint issued for this lot. A formal corrective / preventative action (CAPA) was issued for this product family to address any miscount complaints. The CAPA has been implemented after this complaint was issued. The CAPA is currently in the awaiting an effectiveness check. As identified in the CAPA, the root cause is related to machine variation in providing the accurate count. All corrective action and implementation activities will be included as part of the CAPA. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
The customer states gauze, 16 4x4 xr vistec 10's came 9each instead of 10each.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.